Event description:
It was reported that the mobile programmer disconnected from the mobile programmer application during a procedure. It was noted that question mark symbols, dashes, and dots were observed in the connection status indicator. It was further noted that it was not possible to pace the patient when the mobile programmer disconnected, who had an unreliable rhythm. Additionally, dissatisfaction was expressed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer disconnected from the mobile programmer application was confirmed. Analysis found the customer comment that question mark symbols, dashes, and dots were observed in the connection status indicator could not be confirmed based on the information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.